Event description:
An infusion pump was plugged into the outlet. A failure occurred while maintenance fluid (tko a cordis) was being infused. Insulin gtt was infusing through channel b. A new infusion pump was obtained and both lines were swapped out. The failed pump was taken out of service.